Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, as the surgeon was loading a cc4204a intraocular lens, diopter +20.0, in preparation to implant into the patient's left (os) eye, the lens "unfolded incorrectly" while in the cartridge. The lens was implanted and explanted intraoperatively. This occurred on (B)(6) 2018.